Event description:
Pt on ltv 950 ventilator. At night ventilator started making whining noise. The next day ventilator would not start for pt. Pt used back-up vent for that night and called home health the next morning.